Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer resumed insulin delivery and did not change the supplies to the pump or the site. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.